Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 25/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] daily for renal replacement therapy (rrt) fell while undergoing treatment on (B)(6) 2022. The patient alleges the fall was caused by repeatedly getting out of bed to address multiple liberty select cycler alarms (drain complications). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with left hip and forearm pain after a fall at home. While in the ER, the patient reported she tripped over her liberty cycler set tubing (noted the patient has longstanding history of falls as reported by the pdrn) and fell to the floor. The patient underwent multiple radiographic tests, and no acute processes (e.g., fractures, breaks) were noted. The patient was provided pain medication and was released several hours later (>24-hour observation admission). The pdrn reported the patient continues to use the same liberty select cycler without reported issue.

Event description:
On 25/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] daily for renal replacement therapy (rrt) fell while undergoing treatment on (B)(6) 2022. The patient alleges the fall was caused by repeatedly getting out of bed to address multiple liberty select cycler alarms (drain complications). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with left hip and forearm pain after a fall at home. While in the ER, the patient reported she tripped over her liberty cycler set tubing (noted the patient has longstanding history of falls as reported by the pdrn) and fell to the floor. The patient underwent multiple radiographic tests, and no acute processes (e.g., fractures, breaks) were noted. The patient was provided pain medication and was released several hours later (>24-hour observation admission). The pdrn reported the patient continues to use the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse event of a fall, as the patient was actively undergoing pd therapy when the event occurred. Per the pdrn, the patient reported the fall was caused by frequent liberty select cycler alarms (drain complications), which forced the patient to repeatedly get out of bed. The patient then tripped over the liberty cycler set and fell to the ground. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Falls are common among the esrd community due to a number of physical and environmental factors. Based on the totality of the information available, the liberty cycler set cannot be excluded from having a causal/contributory role in the patient¿s serious adverse events. There is no report the liberty cycler set failed to meet user expectations; however, the liberty cycler set was what caused her to trip and fall. Furthermore, the liberty cycler set is a known trip hazard which may result in falls. Therefore, this clinical investigation cannot disassociate the product from the serious adverse events. Should additional information become available, please resubmit for a clinical review and the clinical investigation will be updated accordingly.